Manufacturer narrative:
The insulin pump received with stripped battery cap, cracked battery tube threads, cracked reservoir tube lip, cracked display window corner and scratched lcd window.

Event description:
It was reported that the insulin pump has a stripped battery cap. Customer is unable to remove the battery cap. Customer's mother was afraid that the battery cap would break. Caller requested a replacement. The blood glucose reading is 219 mg/dl. Advised caller to discontinue use of the insulin pump if the battery is low. The insulin pump will be replaced. Nothing further reported.